Manufacturer narrative:
Additional information was received which indicated the device was discarded and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was accidentally cut by the physician during an implant procedure. This ra lead was explanted and new lead was replaced successfully. No adverse patient effects were reported.